Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needles were leaking in the patient's mouth before touching the patient.

Event description:
It was reported that bd precisionglide needles were leaking in the patient's mouth before touching the patient.

Manufacturer narrative:
Three full shelf cartons were returned in good condition. Fifteen random samples were leak tested with no issues or failures noted. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Batch 3306286 had 57 visual inspections performed on 3,000 parts with zero defects noted. Seven leak tests were performed on 35 parts with zero failures recorded. No quality notifications were written for this batch, nor for the associated assembly batch. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of leakage other with lot #3329370 regarding item (B)(4) related complaint: (B)(4). Qn review: no notifications were written for this batch, nor for the associated assembly batches. We are unable to determine a root cause based on the complaint, the fact that there were no issues during assembly, and the results of testing performed on the returned samples was acceptable.